Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation is performed based on the photos provided. The customer provided (4) photos of a 0.3ml 30ga 8mm syringe, reporting a damaged stopper. The photos were visually examined and observed damaged/deformed stopper. Based on the photos provided, embecta was able to confirm the reported failure. Due to the batch being unknown, no DHR review can be completed. Based on the photos received, embecta was able to confirm the customer-indicated failure. Unable to perform review of the device history record and leading 2lean (l2l) due to lack of batch record information. Therefore, a definitive a definitive root-cause could not be determined.

Event description:
It was reported while using bd microfine¿+ insulin syringes the stopper was deformed. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: I have been using your bd micro-fine demi 0.3ml syringe for several years. For some months now, I have increasingly had syringes in the packages where the stamp is so badly deformed that the syringe cannot be used for insulin administration and must be discarded. Since I must have had 20 syringes with the same defect in packages of different lots in the past few weeks.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microfine¿+ insulin syringes the stopper was deformed. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: I have been using your bd micro-fine demi 0.3ml syringe for several years. For some months now, I have increasingly had syringes in the packages where the stamp is so badly deformed that the syringe cannot be used for insulin administration and must be discarded. Since I must have had 20 syringes with the same defect in packages of different lots in the past few weeks.